Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch with patient identifier (B)(6) for information on the three patient samples tested on the analytical e module.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. From the analysis of all available data, a general reagent issue could not be detected.

Event description:
The customer reported that they received questionable results for a total of six patient samples tested for free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh). Three samples were tested on an analytical e module analyzer, and three were tested on a cobas e602 analyzer. It was determined that all six samples had erroneous ft3 and ft4 results. All initial values were reported outside of the laboratory to physicians. The samples were repeated since the initial values were not suitable to each patient's condition. The same samples are usually used for measurement of repeat testing, but this could not be confirmed with the customer. This medwatch will cover the three samples tested on the cobas e602 analyzer. The first patient sample initially resulted as 7.77 ng/dl for ft4. The sample was repeated and resulted as 1.22 ng/dl for ft4. The sample was repeated a second time and resulted as 1.21 ng/dl for ft4. The second patient sample initially resulted as 3.56 ng/dl for ft4 on (B)(6) 2014. The sample was repeated and resulted as 1.8 ng/dl for ft4. The sample was repeated a second time and resulted as 1.92 ng/dl for ft4. The third patient sample initially resulted as 4.9 pg/dl for ft3 on (B)(6) 2014. The sample was repeated and resulted as 2.6 pg/dl for ft3. The sample was repeated a second time and resulted as 2.7 pg/dl for ft3. The patients were not adversely affected. It was asked, but the lot numbers and expiration dates of the ft3 and ft4 reagents were not provided.

Manufacturer narrative:
The correct unit of measure for the ft3 assay was confirmed to be pg/ml.